Manufacturer narrative:
The closurefast catheter was returned for analysis. No ancillary devices, cine images or procedure notes were returned for evaluation. Visual inspection of the catheter revealed no abnormalities or deformities but the coil/heating element of the catheter was observed to be damaged approximately 1mm proximal from the distal tip. Visual inspection of the damaged coil under magnification revealed fep melt. There was evidence of stretching of the coil windings and the coil was exposed. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a closurefast catheter to carry out an ablation procedure of an unknown vessel. After 3 ablations it was indicated that the temperature was raised and impedance dropped, however, when checked on echo, the site was not ablated at all. There was no burn mark confirmed by echo. Another catheter was used to complete the case. No patient harm was reported.